Event description:
It was reported to technical services on (B)(6) 2012 that this device would not interrogate. The device was implanted on (B)(6) 2010. The interrogation took place at (B)(6) hospital. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).